Event description:
As reported: hydrosoft coil migrated after successful balloon assisted coiling intervention from the same left a1 aneurysm. The a2 did not have flow for several minutes and the total time until full flow was restored was a total of 1 hour; this resulted in a stroke. Dr. Did not perform stent assisted coiling because the correct length device was not on their shelf and he did not want to cover the anterior choridal. Dr. Tried to retrieve the coil with a thrombus retrieval device (2 passes) and small microsnare along with aspiration. The decision was made to utilize a stent 2.5x23 (172020) to keep the coil alongside a1 segment vessel wall and restore flow. A1 experienced vessel spasm, but no evidence of any damage confirmed with in suite cta. The patient after waking up could not move his right leg or arm and was aphasic. Symptoms started to improve. Patient is currently talking and able to move his right hand, the right leg is still not moving.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, medical imaging was provided and will be reviewed. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: hydrosoft coil migrated after successful balloon assisted coiling intervention from the same left a1 aneurysm. The a2 did not have flow for several minutes and the total time until full flow was restored was a total of 1 hour; this resulted in a stroke. Dr. Did not perform stent assisted coiling because the correct length device was not on their shelf and he did not want to cover the anterior choridal. Dr. Tried to retrieve the coil with a thrombus retrieval device (2 passes) and small microsnare along with aspiration. The decision was made to utilize a stent 2.5x23 to keep the coil alongside a1 segment vessel wall and restore flow. A1 experienced vessel spasm, but no evidence of any damage confirmed with in suite cta. The patient after waking up could not move his right leg or arm and was aphasic. Symptoms started to improve. Patient is currently talking and able to move his right hand, the right leg is still not moving.

Manufacturer narrative:
Twenty radiographic images and one video were provided for review. They are not labeled as to date or time. These images show the coil mass migrating distally from the a1 origin to the first a2 bifurcation point, as described in the reported event. However, without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.